Event description:
Customer reported via phone that they were hospitalized due to diabetic ketoacidosis on an unknown date. Customer mentioned that insulin pump showed damaged on keypad and reservoir became detached from the insulin pump. Customer reported damaged to retainer ring and location of damage was reservoir compartment and keypad. Device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
He added that his son was sent to the hospital last saturday due to diabetic ketoacidosis. (B)(6) added that the insulin pump reading was fine until his son was throwing out and not feeling well. (B)(6) mentioned that the insulin pump is showing cosmetic damage on the keypad and there were some instances that the reservoir becomes detached form the insulin pump. He confirmed that the it does not have the retailer ring. High blood glucose's. Device had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched display window cover, scratched case, broken belt clip rail, missing serial number label, peeling keypad overlay, customer applies adhesive to the keypad, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. History download was successful using thus and carelink upload was successful. Device had a missing retainer and damage to the keypad. Unable to complete the functional testing or perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unable to confirm alleged high blood glucose's/diabetic ketoacidosis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.